Manufacturer narrative:
Additional information was received on 17-jun-2019, indicating that the event took place during testing. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. During analysis, the customer's reported problem regarding "showed lec 1260 code" was able to be duplicated. Power up of the pump displayed lec 1260. Simulated use was unable to download event log or read out the pump error log and unable to run the pump. The pump was opened and real time clock (rtc) clock battery connections and voltage were verified as being complete and voltage measured within manufacturing specification. 1260 error is storage_eprom_data_crc (corrupted data). Service will replace microprocessor (mp) board due to the constant alarm. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1260 and 1261. There was no reported serious injury to the patient.